Manufacturer narrative:
The event of system explant due to system not working was reported to abbott. The patient had fallen, the device beeped and stopped working. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a system explant on an unknown date 5 to 7 years ago due to the system not working following a fall. The patient stated the device would turn on and off by itself.